Event description:
It was reported by the customer "there was a break in the integrity of a PICC line. There was a hole in it and it needed pulled." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.